Event description:
The device was used during an unspecified procedure on the breast. Reportedly, the clips scissored. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.